Event description:
Orthopat began bubbling in tubing back to reservoir. Changed machines and blood started spilling out of tubing. Blood contaminated. Approx 600cc lost from reservoir. New set up and new machine replaced and attached to drain.